Event description:
The customer reported that a ventilator had a blower failure. The customer reported that the unit was not in use on patient at the time of the event. The authorized service personnel (asp) evaluated the unit and confirmed reported problem & blower high temperature alarm. The authorized service personnel (asp) replaced the motor controller (mc) board and blower assembly to address the reported issue.

Manufacturer narrative:
(B)(6).